Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024, during the biopsy they installed the needle and when they went to fire the needle, they heard a clicking noise, and the driver gave an error. The first procedure was completed successfully but at the second one they were unable to complete the biopsy. Procedure was aborted and the patient rescheduled for a new procedure. No other information is available.